Event description:
It was reported during a tsa procedure yesterday the ar-9100-06s 6mm apex stem was faulty. The inclination adjustment on the stem would not free adjust even when the inferior screw was loosened. The case was completed without further issue by using a second stem. The rep examined the faulty stem after the procedure and it was clear that the stem is frozen at full inclination. See attached image.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the ar-9100-06s received was evaluated by engineering. The inclination block moved freely once the set screw was loosened.